Manufacturer narrative:
(B)(6).

Event description:
It was reported that the burr had a black appearance. A 1.25 rotapro was used to perform rotablation on a severely calcified and moderately tortuous lesion. The device was removed from the patient, and the burr became black. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.

Event description:
It was reported that the burr had a black appearance. A 1.25 rotapro was used to perform rotablation on a severely calcified and moderately tortuous lesion. The device was removed from the patient, and the burr became black. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.

Manufacturer narrative:
E1: initial reporter city; (B)(6). Returned product consisted of the rotapro atherectomy system. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection of the device found that the burr was black in appearance in accordance with the reported events. In order to determine the material present on the burr, the device was submitted scanning electron microscopy (sem) and energy dispersive x-ray spectroscopy (eds) analysis. Analysis of the burr found that calcium, chlorine, and sodium were present on the surface of the burr. This was most closely correlated to calcification encountered within the lesion and saline solution used during the procedure.